Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was 220 mg/dl. Customer reports they were able to clear the alarm. Customer performed self test and it was failed. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on keypad assembly. Pump error alarm found in the pump history due to software error.